Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose exceeded 500 mg/dl, while wearing the pod between 5 and 24 hours on the arm. Upon inspection, it was noticed that the pod was leaking, and the cannula was not inserted into the skin. A new pod was applied to treat the hyperglycemia.